Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed that the event may occur if the user uses the high-energy endotherapy accessories (high-frequency accessories, apc, laser, etc.) With insufficient distance from the distal end. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿operation manual_ using endotherapy accessories *high-frequency cauterization treatment operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. * laser cauterization operation manual_ using endotherapy accessories_ laser cauterization warning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. *apc probe operation manual_ using endotherapy accessories_ argon plasma coagulation (apc) warning:make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image.¿ three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the broncho videoscope exhibited that the distal end plastic cover was burned. There were no reports of patient involvement.